Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2023, mentor received additional information regarding the device explantation. It was reported that the patient decided not to have the device explanted. The explantation procedure was cancelled. All relevant information has been updated to reflect this additional information. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 16, 2024, mentor received additional information regarding the patient's experience. It was reported that the patient also experienced pain and hardness. It was reported that the patient underwent device explantation on (B)(6) 2024 and replaced with a 470cc mentor memorygel boost breast implant (catalog number (B)(6)) with serial number (B)(6) . The patient's ethnicity has been updated to not hispanic/latino. On april 24, 2024, mentor received additional information regarding the patient's experience. It was reported that the patient's capsular contracture's baker grade was baker grade 4 on the right side at the time of surgery. There was palpable and visible deformity with associated pain, malposition, ptosis, and scarring. It was also documented in the patient's medical history that the patient has hashimoto's disease. Mentor conducted follow up attempts to determine if the patient's diagnosis of hashimoto's disease was before having breast implants, however, not information has been received. If additional information is provided, mentor will submit a supplemental report accordingly. On may 13, 2024 , a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 22, 2024, the mentor failure analysis lab has received the device for evaluation. On may 29, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6), 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced capsular contracture (baker grade 2) on the right side post-operatively. As a result, the patient is to undergo explantation on (B)(6), 2023.